Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lia triggered again for the same issues. The lead will continue to be monitored.

Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited varying impedance and high rate non-sustained episodes. The lead remains in use and the patient is being monitored. No patient complications have been reported as a result of this event.